Event description:
It was reported to boston scientific corporation that an upsylony mesh device was implanted during a robotic-assisted laparoscopic sacral colpopexy with anterior, posterior repair and enterocele repair and cystoscopy procedure performed on (B)(6) 2016. On (B)(6) 2021, the patient was taken to the operating room urgently for exploratory laparotomy as the patient had crampy abdominal pain and acute surgical abdomen. It was found out that the patient had a closed loop bowel obstruction which was caused by mesh placed for a sacro colpopexy and the loop of bowel got caught underneath the mesh. Specifically, it was the small bowel (ileum) that was obstructed. There was also a gangrene of the ileum resulting in the need for bowel resection (approx. 30 cm of small bowel removed). The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.

Manufacturer narrative:
Correction to blocks h6 (patient codes) and h10. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the operation date. Block h6: imdrf patient code e2328 captures the reportable event of obstruction. Imdrf patient code e0509 captures the reportable event of ischemia. Imdrf patient code e2330 captures the reportable event of pain requiring medical treatment. Imdrf impact code f1901 captures the reportable event of exploratory laparotomy, lysis of adhesions and bowel resection.

Event description:
It was reported to boston scientific corporation that an upsylon ymesh device was implanted during a robotic-assisted laparoscopic sacral colpopexy with anterior, posterior repair and enterocele repair and cystoscopy procedure performed on (B)(6) 2016. On (B)(6) 2021, the patient was taken to the operating room urgently for exploratory laparotomy as the patient had crampy abdominal pain and acute surgical abdomen. It was found out that the patient had a closed loop bowel obstruction which was caused by mesh placed for a sacro colpopexy and the loop of bowel got caught underneath the mesh. Specifically, it was the small bowel (ileum) that was obstructed. There was also a gangrene of the ileum resulting in the need for bowel resection (approx. 30 cm of small bowel removed). The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of november 19, 2021, was chosen as the best estimate based on the operation date. Block h6: imdrf patient code e2328 captures the reportable event of obstruction. Imdrf patient code e0509 captures the reportable event of ischemia. Imdrf patient code e2327 captures the reportable event of necrosis. Imdrf impact code f1901 captures the reportable event of lysis of adhesions.